Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump¿s audio tones and vibrations were functional. A ¿replace battery¿ alarm was simulated and the pump gave the correct audible, vibratory, and visible alert. The pump case was removed an no intermittent conditions were found between the vibration motor and the piezo connections. Unrelated to the complaint, evaluation revealed that the contrast button was intermittently unresponsive, which has no effect on insulin delivery function. The up arrow, down arrow, and ok keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. The complaint of the dual alarm failure was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The reporter alleged that the pump was not alarming or vibrating when alarms occured. It was noted that the pump had no audio tones or vibrations for a replace battery alarm and a low battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.